Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Tesing was performed on the event unit which confirmed that the obturator knob was able to be removed from the shaft, no other damages or non-conformances were found. Based on the condition of the returned unit, it is likely that the reported event was caused by non-fills during the manufacturing process. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as an obturator knob dislodgement is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: unknown. Event description: trocar obturator fell apart as it was in the patient, creating a near miss. Device was not used and a new device was used to complete the case. No patient injury occurred. Device is available for return. Additional information received on 24apr2023 via email from user facility: the clear plastic portion of the obturator separated from the locking cap. One cannula was inserted using the obturator prior to the incident. The break was not considered to be a clean break, there was a jagged small piece. The piece fell into the patient. All pieces were retrieved from the patient. The case was robotic. Intervention: a new device was used to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown event description: trocar obturator fell apart as it was in the patient, creating a near miss. Device was not used and a new device was used to complete the case. No patient injury occurred. Device is available for return. Additional information received on 24apr2023 via email from user facility: the clear plastic portion of the obturator separated from the locking cap. One cannula was inserted using the obturator prior to the incident. The break was not considered to be a clean break, there was a jagged small piece. The piece fell into the patient. All pieces were retrieved from the patient. The case was robotic. Intervention: a new device was used to complete the case. Patient status: no patient injury occurred.